Event description:
The subject device burst during injection, using a 3cc syringe with .5cc of 70% visipaque contrast and 30% saline. No complications with the pt were reported to have occurred due to this event.